Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the infusion set would not stay on. Device alarmed no delivery alarm. There were air bubbles in the line. Customer's blood glucose went up to 500 mg/dl. Customer's blood glucose was 248 mg/dl. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.